Event description:
It was reported the patient experienced intermittent communication issues between the ipg and external devices. However, a sjm representative did not verify the issue. Patient also reported experiencing a fall. Further follow up identified the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.